Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. The inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. The outer insulation of the lead was observed to have blood ingression. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) lead was explanted due to a death unrelated to the implantable pulse generator (ipg) system and returned to the manufacturer. Subsequently, the ra lead tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.